Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a surgical procedure the hcp removed the stylet that the lead was shipped with and tried to insert the green body / blue tip stylet. The hcp was unable to insert it fully except for about one inch. The green body / white tip stylet had the same problem and stopped at the same point. The white body stylets both inserted fully into the lead but did not allow the hcp to steer and position the lead the way they wanted. A new 3778-60 lead was opened and the stylets inserted fine and the lead was placed without incident.